Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID (B)(6). The site reported device deficiency (start date: (B)(6) 2025): implant subsidence, described as mild, low-grade (~25%) focal subsidence of the l4¿5 interbody cage into the l4 inferior endplate, with global lordosis maintained and no new neurologic deficits; findings were consistent with early settling under a posteriorly instrumented construct and interval surveillance was recommended. The site responded ¿no¿ to whether all cst alliance¿eligible implanted devices appear stable and secure. The site indicated the device deficiency could not have led to a serious adverse device effect (sade). No patient symptoms were reported, and no further complications were reported.